Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump request a 50 minimum after loading with insulin. There was no impact to customer's blood glucose level.